Event description:
A hospital reported, via our distributor, that a dry line (tubing) was missing from an rt340 adult evaqua breathing circuit kit. This omission was discovered prior to use. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for the product is k983112. Method: the rt340 breathing circuit has not been returned to the MFR for investigation. An analysis has therefore been carried out based on the event description and previous analyses of similar incidents. Results: the dryline has been reported to be missing from the breathing circuit kit, most likely due to operator error. A lot check revealed no other complaints for this lot number. Conclusion: the omission of this component is most likely due to a fault in the line clearance process. A CAPA was implemented and new standard operating procedures (sops) put in place to assist the operators on the production line correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component is accounted for. The pack card is changed as part of the line clearance procedure. The effectiveness of the improvements implemented is being monitored to determine if further improvements are necessary. Our monitoring and trending of missing/wrong components is worldwide.